Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she is currently using seaweed dressing and adapt rings as instructed by the would ostomy continence nurse. It was suggested to have the end user use stomahesive powder and barrier wipes for improved adherence. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports she has small ulcer .25 inches in depth to the right of the stoma. The end user in unsure as to how long it has been there.